Event description:
Additional information was received indicating the device was not explanted prophylactically because the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted and replaced due to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on 20 july 2022. The device, however, is not included in the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on 20 july 2022. The physician does not allege a malfunction on the device. The patient was stable with no consequences.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced prophylactically. The patient was in stable condition.